Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being discharged from the hospital. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. After resetting the pump and inserting a new battery, the customer received a post-reset ram crc alarm and power loss alarm. Customer¿s blood glucose was 585 mg/dl. The customer treated their high blood glucose with a manual injection. The insulin pump will not be returned for analysis.